Event description:
A medtronic ent representative reported that while in an ent procedure, there was an inaccuracy with the emitter. After troubleshooting, it was determined there were multiple sources of metal introduced in the field and other sources of interference causing the issue. The surgeon opted to discontinue troubleshooting and the use of the fusion navigation system. The procedure was completed with no impact on patient outcome.

Manufacturer narrative:
Software investigation completed. Findings are that the metal retractors were causing interference in the em field. The software is functioning as designed.